Manufacturer narrative:
(B)(4).

Event description:
It was reported that during the implant procedure of the right ventricular lead, while cannulating the coronary sinus the patient's blood pressure dropped rapidly; the procedure was aborted. An echo cardiogram was performed which revealed that the right ventricular lead had perforated the heart and a pericardial drain was performed. The patient later deceased in the intensive care unit. The cause of death was unknown. No additional information was available at this time.